Event description:
Philips received a complaint on the defibrillator indicating that the output energy of the device was reduced. There is no patient harm was reported. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
(B)(6).